Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a 3 ml bd¿ syringe with bd luer-lok¿ tips were found to be rubbed off prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: two 3ml luer lok syringes with opened blister packs and one 3ml loose syringe with no packaging were received for investigation. It was confirmed that reported lot number to be #7332545, catalog # 309657. Based on visual examination of the three returned samples, scale marking was partially missing on two syringe and was entirely missing on one syringe. Missing scale marking is a rejectable condition as per product specification. Product defect confirmed based on sample evaluation performed. DHR review for batch 7332545 (B)(4). Manufacturing dates: 12/05/2017 to 12/06/2017. Batch quantity was 768,000. Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7332545 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause not required based on severity and occurrence level defined for this complaint. No CAPA is required. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.